Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. Following the procedure, the patient experienced vaginal mesh erosion and dyspareunia. The patient underwent transvaginal mesh removal along with posterior colporrhaphy and cystoscopy. Additional information has been requested.

Manufacturer narrative:
It was reported that the initial procedure was (B)(6) 2007. The patient experienced vaginal mesh erosion, pelvic pain, and frequent urinary tract infections along with rectocele. The patient underwent excision of exposed vaginal mesh, cystourethroscopy and posterior repair on (B)(6) 2014. There was some eroded vaginal mesh in the midline posterior vaginal wall. This mesh extended cephalad and slightly to the patient's left. A small band of mesh was also identified heading towards the right of midline. Otherwise, the bladder and urethra appeared normal on cystourethroscopy. Digital rectal examination performed multiple times during the surgery confirmed that the rectal lumen was intact without penetration. Currently, the patient has been discharged home. (B)(4). This medwatch report is in response to receipt of a voluntary medwatch report# (B)(4).